Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2016. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which led to peritonitis. The breach in aseptic technique was not further specified. The patient was not hospitalized for the event. On an unknown date, the patient began treatment with vancomycin (dose, frequency, route, and duration were unknown) for peritonitis. At the time of this report, the patient was recovering from the event and dianeal therapy was ongoing. On an unreported date, the patient was retrained ¿on the machine¿. No additional information is available.